Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to error m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was confirmed using system logs which revealed errors m-02, c-82, 4-87, and c-92. During testing, the unit displayed error code c-82 at startup followed by error m-02-3, and the erbe logs recorded codes m-02 and c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysisis. A definitive root cause could not be identified. However, the cause is likely due to an electrical component failure.

Event description:
It was reported that during a training/demo of the da vinci system, the integrated electrosurgical unit (iesu) or erbe had m-02 fault, which could not be resolved. There was no report of patient involvement.